Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the week before calling the patient thought they had a terrible infection that hurt so bad and they were only dribbling. Patient said they went to the doctor and the doctor said there was no infection. Patient called their managing healthcare provider who told them to call medtronic to see if they could increase stimulation. Patient has the device to help with urinary retention and patient clarified they are having problems emptying their bladder. Patient increased stimulation to a comfortable level where they felt the stimulation sensation and would monitor symptoms. Reviewed option to try different programs if not resolved. Additional information was received from the patient. The patient reported their bladder stimulator apparently isn't working or something because they've been having to wear a catheter for 8 days now which they'd never had to wear a catheter before and that they just got back from having the catheter taken out this morning. The patient denied having had any falls or trauma that would have led to the issue and stated their back just started hurting (like it was their kidneys hurting) on 2024-jan-08 so they went to the emergency room (ER) and they said nothing was wrong. They didn't have an infection or anything. The patient stated they took a scan of their kidneys and their kidneys were good but their bladder was retaining fluid/wasn't squeezing out the water/urine. The patient stated they just came from their managing health care provider's office and they told the patient to call agent to see if they could change programs or turn the stimulation up. The patient stated they hadn't made any adjustments to their settings since they called last on 2023-sep-01. Agent walked the patient through connecting to their settings. The therapy was on at 1.5 ma on program a. Agent reviewed programming and stimulation considerations with the patient. The patient wanted to increase their stimulation for now so the y increased the stimulation to 1.8 ma, where they felt it comfortably tingling in their bike-seat region and they were going to monitor their symptoms. Agent redirected the patient back to their healthcare provider to discuss their symptom concerns and to discuss changing programs if they found that this adjustment didn't help. The patient may call back for assistance in making a program change if their current adjustment didn't help and they stated they would reach out to their managing healthcare provider again if the issue persisted or got worse.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.